Manufacturer narrative:
A more complete description of the incident described in the received report including relevant events prior to and subsequent to the actual incident has been sought (including additional patient status details). The file would be updated when additional information is received.

Event description:
Surgical procedure and sex: unk. Reportedly, the device did not seal the vessels and there was reported bleeding. The or team used metal clips to stop the bleeding. There was no report of impact or injury.